Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device turned off on its own while in AED mode during patient use. Another device was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life threatening therapy/ treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.

Event description:
It was reported to philips the device turned off on its own while in AED mode during patient use. Another device was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips repair bench technician evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.